Event description:
As reported, during implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach, the balloon of the 23mm commander delivery system burst during valve deployment at 80% of inflation (+1cc). The calcification was moderate in the leaflets. The valve was able to be held with the native annulus and did not embolize. The system was removed from the patient through the esheath with no difficulty. However, there was moderate-severe paravalvular leak (pvl) and a mean gradient of 12mmhg by echo and 10mmhg by angio. Due to the pvl, was decided to post-dilate with another 23mm commander delivery system prepped at nominal volume. After post-dilatation, the pvl was none and the mean gradient was 7mmhg by echo and 5mmhg by angio. After the procedure, although the patient had a right bundle branch block (rbbb) which was detected pre-procedure, no permanent pacemaker was needed, and the balloon burst did not make the rbbb worse. The patient was in a good condition and discharged.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from an engineering evaluation. The product was returned; therefore, a product evaluation was completed. As the device was returned, visual inspection and dimensional testing were completed. Due to the condition of the returned device, no functional testing was able to be performed. Imagery was provided. The returned device was visually examined and the following was observed: balloon longitudinal and radial burst. No apparent balloon missing pieces. Imagery was provided by the site, the relevant information was reviewed and revealed the following: balloon burst during valve deployment. Post dilation performed. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to deploy thv. The benefits of the device outweigh the risks associated with difficulty or inability to inflate balloon, requiring prolonging procedure, resulting in procedural delay. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for balloon burst was confirmed based on evaluation of the returned device and provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as description mentioned presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.